Event description:
Pt contacted the board of dr's alleging injuries, the nature of which have not been disclosed to lumenis, in association with light sheer treatment received in the office of md. The board of dr's reported this complaint to lumenis. Per lumenis records, dr owns 3 lightsheer systems; there have been no prior safety complaints reported by the customer in association with these 3 lightsheer systems. Lumenis has requested from dr the serial number of the actual system involved in this complaint in order to progress this safety complaint investigation. An MDR is being filed at this time because lumenis has been unable to confirm the nature and severity of the alleged injury.